Event description:
Order obtained to discontinue infant's umbilical arterial catheter (uac). During removal, the uac cath broke, rn grabbed the end of the line that was still in the umbilical cord and held pressure. Another nurse at bedside obtained hemostats and the neonatal nurse practitioner (nnp) was called. Upon nnp arrival, the remainder of cath was removed from infant with both pieces intact. The entire cath was removed from infant and pressure applied to site until no further bleeding. No harm to infant. Uac was inserted on (B)(6) 2016 at 2315 and discontinued on (B)(6) 2016 at 1630.